Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer's quality controls (qc) for level 3 was out of specification. The customer recalibrated ca assay using lot eb8282 and reran qc and patient sample, which were acceptable. The customer resolved the issue by re-calibrating the ca assay. The cause of the discordant, falsely elevated ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated calcium (ca) result was obtained on one patient sample on a dimension exl with lm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated on the same instrument, resulting lower. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due the discordant, falsely elevated ca result.

Manufacturer narrative:
The initial MDR 2517506-2017-00901 was filed on 28-dec-2017. Additional information (02-jan-2018): a siemens headquarters support center (hsc) reviewed the event data and concluded that there was no reagent lot or method issue. The hsc specialist determined that the potential cause of the issue was due to an issue related to the original calcium calibration for lot eb8282. The hsc specialist does not suspect instrument issues as calcium assay recalibrated without issue and quality control (qc) recovery was acceptable. The hsc specialist recommended that the siemens customer care center reviews calibration acceptance criteria and qc review procedures with the customer to avoid similar issues. Additionally, as per dimension vista calcium instructions for use, "at least once each day of use, analyze two levels of a quality control (qc) material with known calcium concentrations. Follow your laboratory internal qc procedures if the results obtained are outside acceptable limits." The cause of the discordant, falsely elevated calcium result is unknown.